Event description:
Customer reportedly received results of 73 mg/dl and 245 mg/dl within 10 minutes on the same device. In 2007, customer reportedly received results of 82 mg/dl and 191 mg/dl within 10 minutes on the same device. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.